Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The keypad cover was torn. The pump powered up with the appropriate audible and vibratory features. The ¿down¿ arrow button responded intermittently while the remaining buttons responded properly. Removal of the keypad cover found contamination under all the button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿down¿ arrow button was intermittently responsive and the issue had been on-going for 6 months. The patient stated that there was no moisture or corrosion in the pump and there was no damage to the keypad cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.